Event description:
It was reported that the ventilator failed internal leakage test with a message 'system volume too small' during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, replacement of the air gas module solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). Our conclusion is that the replaced part was the cause of the failure. However, the root cause to why the part failed has not been established as the replaced part was not returned for investigation. A correction of field # d1: brand name, # d4: version or model # and # d4: unique identifier (UDI) # was required. D1: brand name - previous brand name: servo-I, corrected brand name: servo-I base unit d4: version or model # - previous version or model #: servo-I, corrected version or model #: 6487800 d4: unique identifier (UDI) #: previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4).